Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) with an implantable neurostimulator (ins) for nonmalignant pain. It was reported there was a confirmed over discharge event. No patient symptoms were reported. Communication could not be established with the patient programmer, recharger, or clinician programmer. No further complications were reported/anticipated. Additional information was reported that the patient's over discharge was confirmed when the patient told the rep she was certain it had been a year and a half since she last charged and used her stimulation. There was no device or therapy issue that caused this. The patient said that her stimulation did reduce her pain when she previously used it, but she was non-compliant with the charging requirements. The patient's recharger was not charged and she did not want to come in for an attempt to trickle charge, citing she had already done so before and didn't have the patience. The rep suggested that they could walk her through the trickle charge over the phone the next day, once her recharger battery had enough energy, but the patient declined. At that point, the rep brought up the improvements with the newer model of battery that eliminated the over discharge and the patient expressed interest. They are currently speaking with their managing physician about a battery replacement, but the over discharge her existing ins was never resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep attempted to speak with the patient over the phone to see if she had charged her recharger, so the patient could be walked through a trickle charge over the phone. The patient said she didn't want to or have the time to sit for 1 plus hours. Itis still being determined by her managing physician if the patient is going to get her ins battery replaced. The rep also clarified that the patient is serial non-compliance with charging her device. The patient has gone into overdischarge before and was familiar with the trickle charge process and timeframe, which was part of her lack of desire to attempt it again when the rep last met and spoke with her. No further information was reported.